Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had an issue with the up arrow button not working properly on the insulin pump. Customer's blood glucose was 8.7 mmol/l. Customer had to press the button very hard in order for the pump to react. Customer stated that the problem started before the summer and has gotten worse. The pump will come back for analysis and will be replaced.

Manufacturer narrative:
The pump was received with intermittent button response due to moisture damage on the keypad traces. The pump was received with a cracked case at the display window corner, minor scratches on the display window and a missing end cap sticker.